Event description:
It was reported that the device was used during a laparoscopic colectomy with umbilical hernia. The device ring around the top broke when the surgeon's hand was in place. An additional device was opened later in this case and the same thing occurred. One device being returned.

Manufacturer narrative:
Date sent 10/24/2007. Eval summary: the ld111 instrument (a) was noted to have the iris valve, the sleeve and the lower protective ring tore, the damage starts on the outside edge of the lower protective ring. No conclusion could be reached as to what may have caused the found damage; we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The ld111 instrument (b) was noted to have the iris valve, the sleeve and the lower protective ring tore, the damage starts on the outside edge of the lower protective ring. No conclusion could be reached as to what may have caused the found damage; we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A potential cause for this kind of damage is the contact of a sharp device with the plastic membrane. For this reason, the instructions for use indicate the following: "do not allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur." And "do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexible silicone membranes." The batch history records were reviewed with no anomalies noted during the manufacturing process.